Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are getting system problem rm03 when they are trying to charge the implanted neurostimulator since last night. Patient services assisted patient with resetting the controller, after resetting, the controller power on. Controller show implanted neurostimulator 70%, controller 100% charged. Patient service asked patient to inspect the recharger for damage and patient said the paddle is discolored and warm to the touch and getting hotter than before. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
H3: the device - recharger (97755-s) , serial number (B)(6) was returned for product analysis. Analysis found couldn't replicate rm03 error code and found implantable neurostimulator (ins). It was also found strain relief unbonded from donut and that does not impact the functionality of the recharger. There was a recharger antenna failure for antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.